Event description:
It was reported to boston scientific corporation on november 21, 2005 that a low profile gastrostomy device was used during a procedure performed the previous month (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured after approximately 3 1/2 hours post-placement. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Functional evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. It cannot be determined conclusively how the balloon tore. The tear in the balloon was not along the seam or around its collar, both of which would be indicative of a manufacturing defect. It is possible that the balloon was over-inflated or came into contact with a sharp or abrasive material. The device manufacture date and expiration date are unknown.